Event description:
The customer calibrated a sensor and used it on a patient. When the patient was moved to another room, blood was seen leaking through the sensor into the connector of the patient data module (pdm). The sensor was removed and discarded by the customer. The pdm was returned to diametrics medical ltd for repair. No report of any injury or harm to the patient has been received.